Event description:
It was reported that balloon rupture, removal difficulties, and balloon detachment occurred requiring additional intervention. The 80% stenosed target lesion was located in about 1.0cm above an anastomosis of internal fistula in a non-tortuous and non-calcified cephalic vein. A 7mm boston scientific (bsc) balloon catheter was placed along the ultra slippery non-bsc guidewire to connect the pressure pump. The cephalic vein was dilated with 15 atmospheres at a distance of about 5.0cm from the fistula mouth above the cephalic vein fistula mouth (a total of two times, each time lasting for 15 seconds under 15 atmospheres). Subsequently, the balloon was withdrawn. The internal fistula tremor was enhanced and the original stenosed vessels were expanded compared with that before surgery, but the stenosis about 1cm above the internal fistula mouth was still obvious, and the internal diameter was about 1.5mm. Readjust the guidewire, and the guidewire goes through the internal fistula anastomosis to the distal end of the radial artery. The color doppler ultrasound guidewire is located at the distal end of the radial artery. A 6.0 x40, 40cm gladiator elite balloon catheter was then placed along the guide wire. The balloon was located at the stenosis site, and the head of the balloon enters the distal radial artery of the internal fistula mouth and gradually pressurizes. It can be seen that about 1cm above the internal fistula mouth, and the balloon at the stenosis site of the internal fistula is clearly noted. The balloon was primed three times each at 15 atmospheres lasting for 15 seconds. There was no significant change in stenosis after three times of dilation. However, when the pressure reached 18 atmospheres, the balloon burst sound was suddenly heard and the saline blood in the pressure pump was lightly stained when the pressure pump was pumping back. No obvious blood return was found, so the balloon gradually withdrawn. When the balloon retreats to the head of the operating sheath, there is a slight resistance. After the balloon enters the sheath for about 3.5 cm, the resistance increases. When the balloon retreats with a slight force, the resistance suddenly decreases. After withdrawing the balloon, it was found that the balloon was completely teared off at one third of the distal end. It was considered that the broken part of the balloon is located on the guidewire, and no residual balloon was found. The c-arm near the bed was used to explore the position of the balloon residue under x-ray. It was found that the balloon residue was about 4 cm away from the skin puncture point of the operating sheath. The skin of the incision at the projection of the body surface of the balloon stump is about 3.5cm, and the free cephalic vein is about 3.5cm. The yellow balloon marker points can be seen through the blood vessels. The artery is clamped to expose both ends of the blood vessels. The balloon stump is located between the two artery clips. Cut the blood vessel for about 1.5 cm, clamp the balloon stump and guide wire with small hemostatic curved forceps, and take out the balloon stump and guide wire from the vascular incision. Post procedure, the internal fistula can basically meet the requirements of dialysis and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination of the returned device identified a complete circumferential tear approximately 32mm distal from the proximal balloon bond. A visual examination of the markerbands identified that both markerbands were not attached to the device and was not returned with the device. A visual examination identified a shaft break approximately 7mm from the proximal balloon bond. A visual and tactile examination identified that the tip region was not attached to the device and was not returned with the device.

Event description:
It was reported that balloon rupture, removal difficulties, and balloon detachment occurred requiring additional intervention. The 80% stenosed target lesion was located in about 1.0cm above an anastomosis of internal fistula in a non-tortuous and non-calcified cephalic vein. A 7mm boston scientific (bsc) balloon catheter was placed along the ultra slippery non-bsc guidewire to connect the pressure pump. The cephalic vein was dilated with 15 atmospheres at a distance of about 5.0cm from the fistula mouth above the cephalic vein fistula mouth (a total of two times, each time lasting for 15 seconds under 15 atmospheres). Subsequently, the balloon was withdrawn. The internal fistula tremor was enhanced and the original stenosed vessels were expanded compared with that before surgery, but the stenosis about 1cm above the internal fistula mouth was still obvious, and the internal diameter was about 1.5mm. Readjust the guidewire, and the guidewire goes through the internal fistula anastomosis to the distal end of the radial artery. The color doppler ultrasound guidewire is located at the distal end of the radial artery. A 6.0 x40, 40cm gladiator elite balloon catheter was then placed along the guide wire. The balloon was located at the stenosis site, and the head of the balloon enters the distal radial artery of the internal fistula mouth and gradually pressurizes. It can be seen that about 1cm above the internal fistula mouth, and the balloon at the stenosis site of the internal fistula is clearly noted. The balloon was primed three times each at 15 atmospheres lasting for 15 seconds. There was no significant change in stenosis after three times of dilation. However, when the pressure reached 18 atmospheres, the balloon burst sound was suddenly heard and the saline blood in the pressure pump was lightly stained when the pressure pump was pumping back. No obvious blood return was found, so the balloon gradually withdrawn. When the balloon retreats to the head of the operating sheath, there is a slight resistance. After the balloon enters the sheath for about 3.5 cm, the resistance increases. When the balloon retreats with a slight force, the resistance suddenly decreases. After withdrawing the balloon, it was found that the balloon was completely teared off at one third of the distal end. It was considered that the broken part of the balloon is located on the guidewire, and no residual balloon was found. The c-arm near the bed was used to explore the position of the balloon residue under x-ray. It was found that the balloon residue was about 4 cm away from the skin puncture point of the operating sheath. The skin of the incision at the projection of the body surface of the balloon stump is about 3.5cm, and the free cephalic vein is about 3.5cm. The yellow balloon marker points can be seen through the blood vessels. The artery is clamped to expose both ends of the blood vessels. The balloon stump is located between the two artery clips. Cut the blood vessel for about 1.5 cm, clamp the balloon stump and guide wire with small hemostatic curved forceps, and take out the balloon stump and guide wire from the vascular incision. Post procedure, the internal fistula can basically meet the requirements of dialysis and the patient status was stable.